Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a skin irritation. The patient reported that the main irritation was on her back on the left side. The patient reported that the irritation was very itchy. The patient's physician believed that the patient may have had psoriasis and prescribed the patient a body wash, cream, and ointment to use on the irritation. Follow-up indicated that the skin irritation was healing.